Event description:
It was reported the customer had several motor error alarms on their insulin pump. Customer's blood glucose was unknown. Troubleshooting did not occur for the motor error alarms. Customer stated their insulin pump was functional. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.